Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-may-2026, a sales representative reported via phone that an ar-8916vnc-18 low profile locking screw was found unable to lock into the plate during a distal radius fracture repair, a new set was opened and the case was completed successfully with minimal delay and no harm to the patient.